Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, three (3) fibers were used during this procedure. The first fiber used was damaged within the packaging and the second fiber was broken within the packaging. A third fiber was used, and the fiber tip broke at the end of the procedure at 297,000 joules and 54 minutes of use. The fiber was not cleaned during the procedure. There were no patient complications. After that, the product was returned for analysis, and the product investigation concluded that the fiber tip was detached.

Manufacturer narrative:
Upon received the fiber to quality assurance laboratory, the visual examination identified that the fiber tip was detached and not returned; therefore, the levels of devitrification could not be determined. Although based on these observations, the reported event is confirmed. The fiber was functionally tested with hene laser fixture did not identify any signs of breakage along length of fiber. The most likely cause of the event is that the cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap detachment. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip detachment, therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip broke. The procedure was completed with another of the same device, with no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, three (3) fibers were used during this procedure. The first fiber used was damaged within the packaging and the second fiber was broken within the packaging. A third fiber was used, and the fiber tip broke at the end of the procedure at 297,000 joules and 54 minutes of use. The fiber was not cleaned during the procedure. There were no patient complications.